Manufacturer narrative:
Reportable as the patient would not be properly ventilated, no patient harm. The mask that would not properly seal would prevent the patient from receiving proper ventilation. Even though they were not able to get an appropriate seal there was no patient harm. If not corrected immediately patient would be impacted and serious harm could occur. Based on the reported information the criteria for reporting an adverse have been met. Summary: product not returned and complaint history shows one similar complaint reported over the past 24 months. There is a valve on the mask to inflate/deflate the mask to a desired level required to obtain an appropriate seal. Ra: RMA-20020 r51 has associated severity level 8 for product not used properly by user leading to improper function of the device. Complaint to be submitted to carb for CAPA determination.

Event description:
Difficulty to obtain appropriate seal with mask.

Manufacturer narrative:
Reportable as the patient would not be properly ventilated, no patient harm. The mask that would not properly seal would prevent the patient from receiving proper ventilation. Even though they were not able to get an appropriate seal there was no patient harm. If not corrected immediately patient would be impacted and serious harm could occur. Based on the reported information the criteria for reporting an adverse have been met.

Event description:
Difficulty to obtain appropriate seal with mask.